Event description:
It was reported that the pump touchscreen was less responsive. Customer declined troubleshooting with tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.